Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had issues with the batteries not lasting as long. The customer stated issue was not resolved with new battery cap. The customer stated pump was not in vibrate mode. The product was not returned for analysis.